Event description:
Report received from the USA stating "the perforator would not engage/spin at all." Information received indicated no pt injury occurred.

Manufacturer narrative:
A review of the device history record could not be conducted due to the device being discarded. No further investigation could be conducted as the specific device was not returned or identified by the user facility.